Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, during evaluation a cracked battery compartment was observed, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. It was also observed that the pump displayed a dim reddish screen.

Event description:
The patient reported that the keypad is responding intermittently. The patient denies damage to the keypad and denies getting the pump wet.